Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the coyote es catheter was received with no original packaging. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 6mm from the distal end of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately calcified and mildly tortuous vessel below the knee. A 2.5mm x 20mm x 144 coyote es balloon catheter was inflated twice. During the second inflation, the balloon ruptured at 14atm. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.